Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the programmer would not turn on. No other damage near the power supply. Replaced power supply. Power cord bay assembly tabs broken. Replaced power cord bay assembly. Serial number label damaged. Replaced serial number label. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was plugged in, it sparked and flamed at the outlet. It was further noted that the programmer would no longer turn on. The caller was advised to return the programmer to service; the programmer remains in use at this time. There was no patient involvement.